Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not opening properly. The field service engineer found no errors or failures during diagnostics and application testing and confirmed that the drawer and cubies were working properly at the time of inspection. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubies were not opening properly. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.